Manufacturer narrative:
Ps314776 method: the complaint rt380 adult evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Conclusion: without the complaint device or additional information, it is not possible to determine the failure mode for the reported event. The customer stated that the circuit did not pass the ventilator test. Based on previous complaints, the failed ventilator test is most likely due to a loose connection in the setup or the feedset not beng connected to a waterbag. The feedset winder is designed to secure the feedset and spike during transport and storage. It is not designed to seal the spike. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A healthcare facility in france reported that the rt380 adult dual heated evaqua2 breathing circuit failed the leak test. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the healthcare facility. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the rt380 adult dual heated evaqua2 breathing circuit failed the leak test. There was no reported patient consequences.